Event description:
It was reported that the external pulse generator¿s (epg) screen was broken and cracked. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator¿s (epg) screen was broken and cracked. It was noted that the wires were corroded at the connector. Also, the atrial output connector was broken. The hanger was broken. The upper case was broken and the lower case was broken and contaminated. The capacitor component on the main printed circuit board (pcb) was damaged. Additionally, it was noted that the encoder flex was contaminated and rusty. One of the control knobs was also contaminated and rusty. The display frame was contaminated. All the six case screws and the hanger screw was contaminated. One of the pcb screws was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.